Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter - (B)(6). Event site state - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use intra aortic balloon (iab) had gas loss alarm occurred. She had verified no blood in the helium tubing, tubing connections secured and had used the ¿iab fill¿ and ¿start keys to resume therapy. She states the iab is inserted in the femoral artery. There was no harm or injury reported to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1(event site state).

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: 7a (single-use device). Since this is an esp (emergency support program) complaint the device has not been returned to the manufacturer so we are unable to complete an evaluation.